Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: npa044642n, ubd: 26-jun-2020, UDI#: (B)(6). H3. Analysis found tm90 micro usb interface is damaged micro usb hub bracket broken and burnt diode on charge board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that in the middle of the night last night they got a message that said low communicator battery and service code 388 (low communicator battery). Patient stated they charged the communicator, and it was still not allowing them to connect to the pump. The patient confirmed the orange battery indicator light was still on and it did not change to green. Pt states when she tried to bolus after the communicator charged all night, the handset was still showing the battery of the communicator was too low and it would not bolus. The patient stated that they bolus 7x a day and could not bolus. A replacement communicator was requested from the repair department because the communicator would not charge. The patient plugged it in to charge overnight, and the orange light came on, but it did not change to green. No patient harm reported.